Event description:
It was reported that the pink slide moved forward, but the cannula was not visible. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 46 pulses, all of which were first prime pulses, before being deactivated. No timeouts, drive stalls or alarms were observed in the download data. The device did not deploy because the device was deactivated before the entire priming sequence was completed. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused a needle mechanism failure. No other damages or deficiencies were observed during the investigation.